Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure was performed wherein the physician attempted to reposition this lead however the helix was unable to be fully re-extended. This lead was therefore explanted and replaced. No additional adverse patient effects were reported.